Event description:
The pump was replaced within one month of end of service. The catheter connections appeared normal and satisfactory. The pump infused baclofen 3000 mcg/ml. Pt recovered with sequelae, experienced overdose and the new pump was set to minimum rate. Refer to MFR report 3004209178-2011-04723 for more information on events following replacement.

Manufacturer narrative:
(B)(4): final device analysis of the replacement pump (explanted on (B)(6) 2011) revealed cap leakage. The pump was manufactured before ma (medical adhesive) was added to the o-ring in 2006. The leak at the catheter fitting may have been the cause of the failed flow accuracy test. The pump logs showed eri occurred due to implant duration. It was noted that this device had a significant amount of fluid leaking from the outlet port. This was observed while manually blocking the outlet and injecting sterile water into the cap.